Event description:
It was reported by the spouse of the patient that the carelink monitor stopped working and there is no power. A new power cord is being mailed to the patient. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no anomalies were found, the reported event could not be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.